Manufacturer narrative:
An evaluation of the returned lithoclast ultra 3.8mm flex probe showed the shaft of the probe is separated 8.1 cm from the hub. A product history search revealed several complaints of a similar nature. Customer complaint confirmed. The cause for the breakage of the probe is not known, but the scratches and corrosion observed at the break area may have contributed to the breakage.

Event description:
It was reported that during a therapeutic stone retrieval procedure, the distal tip of the lithotriptor probe broke in half while in the patient. The physician was able to retrieve the tip with a scope. The procedure was completed with another device and no patient complications occurred due to this event. No further information forthcoming.